Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008; product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
It was reported that the patient alleged that after charging the settings reverted back to the setting set up at a previous programming session. It was noted that the manufacturer representative met with the patient about a month ago and re-oriented the patient because, the patient lost weight. It was noted that twice the patient had charged the device which resulted in the device going back to the previous programming session settings. It was noted that the stimulation levels were incorrect. It was noted that the patient did not recall any error codes associated with the issue. It was noted that the patient had three programs available and did not turn off the adaptive stimulation setting. It was noted that the patient was aware of the three minute rule for adaptive stimulation learning. It was noted that the orientations were reading correctly.